Event description:
The fe reported an intermittent no boot of the cpu which resulted in a no boot of the system. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.